Manufacturer narrative:
Calibration was last performed on 06-feb-2023. The qc recovery data provided was acceptable. The alarm trace showed abnormal aspiration alarms. The customer cleaned and inspected the instrument. Calibration, qc, and a precision test were performed successfully. The service maintenance actions performed by the customer resolved the issue. No further issues were reported after the service actions were performed.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 4 patient samples on a cobas 8000 cobas ise module. For sample 1, the initial na result was 122 mmol/l. The repeat result was 135 mmol/l. For sample 2, the initial na result was 126 mmol/l. The repeat result was 135 mmol/l. For sample 3, the initial na result was 130 mmol/l. The repeat result was 142 mmol/l. For sample 4, the initial na result was 127 mmol/l or 1272 mmol/l. Clarification was requested but not provided. The repeat result was 137 mmol/l. The initial results were reported outside of the laboratory. The repeat results were deemed correct. The analyzer serial number is (B)(4).